Manufacturer narrative:
A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used and damaged kcfw-6.0-38-40-rb-blkn was returned for investigation. Visible biomatter was noted on the device. The dilator was fully inserted through the proximal fitting. The sheath tubing had separated into four segments. The first three segments were connected with coiling and were advanced over the dilator. The first segment included the proximal fitting. The tubing in the first segment measured from 0 to 21.5cm. This segment was connected to the second segment with exposed coiling from 21.5cm to 3cm. The second segment measured from 31cm to 33.5cm. The second segment was also connected to the third segment with exposed coiling from 33.5cm to 37cm. The third segment tubing measured from 37cm to 40.5cm. There was exposed coiling from 40.5cm to 41cm. The fourth segment was separated and not advanced over the dilator. This last segment contained 1.5cm of exposed coiling and 20.5cm of tubing. The distal tip was intact, and the radiopaque band was present. There were a total of three hemostat marks at 1cm, 5cm, and 11cm from the separation site. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Furthermore, an IFU is provided with the device, which states notes: ¿warnings- before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions- do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Instructions for use - if using an introducer with aq hydrophilic coating, activate hydrophilic coating by wetting the outer surface of the device with heparinized saline.¿ based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. A review of the device history record indicated that the lot met all finished goods release criteria. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a flexor balkin guiding sheath separated in the patient during an atherectomy procedure. No additional information was provided. No patient adverse effects have been reported. Additional information regarding event details, product information, and patient outcome have been requested but not yet provided.